Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead was attempted but not implanted due to patient anatomy. There were no patient complications reported as a result of this event.